Event description:
The customer reported that the synchron lx20 pro system was leaking viscous material from the hydropneumatic area of the instrument. No patients were exposed to the spilled fluid. There was no exposure to healthcare worker uncovered wounds or mucous membranes. Additionally, no patient results were affected by this event. There were no deaths, serious injuries or modification to patient treatment associated with this event. . Beckman coulter inc. Field service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) found a split tube. The tube was replaced. The instrument was primed and performance tested to ensure the leak had been resolved. Upon completion of the necessary repairs, the instrument was returned into service.